Event description:
Customer reported the unit has been replaced because of leaks of the peritoneal dialysis fluid through the tubing. The transfer set was placed in 1/2004. Leaks happen because the twist clamp does not work. The twist clamp moves freely along the set. No pt injury or medical intervention was associated with this incdent.